Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the tibial articular surface provisional fractured.

Manufacturer narrative:
Product was received for an investigation. Visual inspection of the returned persona tibial articular surface provisional (tasp) top identified damage to the rail that assembles with the tasp shim. The rail on the lateral side was compressed on one side and had a small piece fractured off on the other side. The feature alleged against was analyzed visually. This device is used for treatment. Per the persona surgical technique, during assembly of the tasp construct, slide the shim in using a direct anterior approach between the tasp top and bottom. To avoid inadvertent separation, maintain slight pressure between the tasp top and bottom while inserting the shim. The persona tasp disassembly instructions also state components should be evaluated for damage upon disassembly. This device was manufactured in may 2013, with an approximate field age of 2 years 10 months, and has been used in an unknown number of surgeries. The compressed area around the rail indicates that the tasp shim was not properly aligned with the tasp top and bottom components during insertion and was forced into place by squeezing the top and bottom tasps together. It appears that this tasp fracture was caused by incorrect assembly/disassembly technique of the tasp construct.